Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(6)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 with lot number a50509 for tubal sterilization. In (B)(6) 2013, the patient experienced respiratory decompensation for the first time. She experienced a second episode in (B)(6) 2015 and was hospitalized. Then, she experienced diffuse and significant pains (in low back, lumbar, hips, shoulders and neck) which were intensified during menstrual cycles and which even led to evoke fibromyalgia. The patient had to be on crutches to go to work, and was treated with oxycontin. Pain was unbearable. Menstrual cycles became longer and more abundant with significant clots. Between cycles, she had significant and ill-smelling discharges. She was unsuccessfully treated with ovules. She developed bowel disorders and nausea, as well as dizziness, itching and chronic constipation. She had permanent rhinitis for which she was treated with rhinadvil for 3 years. She also noticed difficulty with memory and concentration. She had no energy. She experienced hair loss, tingling in extremities, deeper pain which gave impression to be bones pain, significant alteration of visual acuity and blurred vision which was destabilizing. She mentioned permanent anemia, urinary infections and unusual excessive sweating. She performed physiotherapy sessions and underwent many examinations to investigate and find potential explanation to patient's fatigue. She unsuccessfully underwent coloscopy, fibroscopy, blood tests, heart tests, allergy tests, pulmonary tests and dermatological tests. She underwent hysterectomy on (B)(6) 2016 and already noticed significant improvement of respiratory capacity. Causal relationship with essure was quite very pertinent for her. Consequences for the patient: fibromyalgia, hemorrhagic menses, menstrual cycles with duration of one month, bowel disorders, nausea, dizziness, asthenia +++, itching, significant discharges between menstrual cycles, emotional instability, loss of libido, pain during intercourses, memory and concentration disturbances, permanent rhinitis, respiratory difficulty. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Eight months later, she had a respiratory decompensation (respiratory failure). Around two years after insertion she had a second episode and was hospitalized. Her menstrual cycles became longer and more abundant with significant clots (menorrhagia). She underwent a hysterectomy around 3 years after essure insertion and noticed a significant improvement of respiratory capacity. Menorrhagia is listed while respiratory failures are unlisted in the reference safety information for essure. Considering that essure therapy may cause change in bleeding patterns and that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Respiratory failures can arise from an abnormality in any of the components of the respiratory system, including the airways, alveoli, central nervous system (cns), peripheral nervous system, respiratory muscles, and chest wall. Although in this case, the cause of respiratory failure was not provided, given the localized mechanical action in the fallopian tubes, it is unlikely that essure would affect any of these components and therefore, it is unlikely that it could contribute to the development of this event. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. No further information will be obtained since no contact details were provided.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on 09-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck) /only active when on oxycontin / incapable of moving around without pain / stopped sports"), menorrhagia ("menstrual cycles became longer (one month) and hemorrhagic with significant clots / peri-menopausal menometrorrhagia"), the first episode of respiratory failure ("respiratory decompensation"), the second episode of respiratory failure ("respiratory decompensation"), arthralgia ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, strong joint pain in left wrist) / no able to move without pain") and rectal haemorrhage ("rectorrhagia") in a 44-year-old female patient who had essure (batch no. A50509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, delivery (first child (female)) in 1996, delivery (second child (male, weight 4.91 kg)) in 2005, gestational diabetes, polycystic ovarian syndrome, oligomenorrhea (irregular menstrual periods (long cycles: 10 weeks)), overweight (since childhood), hirsutism, weight loss in 2003, chronic lumbago, lumbar disc herniation (2 herniated discs, l3-l4 and l4-l5), non-insulin-dependent diabetes mellitus, gastric ulcer, abdominoplasty, tobacco user and leg operation. Non known allergy prior to essure placement. Previously administered products included for contraception: iud; for polycystic ovarian syndrome: androcur. Past adverse reactions to the above products included device intolerance with iud. Concurrent conditions included multiple allergies (to dust; animal dander; skin allergy to formaldehyde and preservatives), haemorrhoids and rhinitis. Family history included respiratory failure (mother), asthma (father and sister) and uterine cancer (aunt). Concomitant products included metformin (metformine) and metformin hydrochloride (glucophage) for polycystic ovarian syndrome. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspnoea ("respiratory difficulties / breathlessness"), gastrointestinal motility disorder ("transit disorder, disturbances of bowel motility / irregular transit") and asthenia ("she had no energy / asthenia +++ / major asthenia"). In (B)(6) 2013, the patient experienced osteoarthritis ("osteoarthritis flare up"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of respiratory failure (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), musculoskeletal pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, buttock)") and neck pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"). In (B)(6) 2015, the patient experienced vulvovaginal burning sensation ("vulvar burning"). In (B)(6) 2015, the patient experienced the second episode of respiratory failure (seriousness criteria hospitalization and medically significant) with dyspnoea, hyperventilation and allergic respiratory symptom and chest pain ("chest pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain intensified during menstrual cycles"), dyspareunia ("significant pain during intercourses"), pruritus ("itching"), vaginal discharge ("significant and ill-smelling discharges between menstrual cycles"), fibromyalgia ("fibromyalgia-like pain"), gastrointestinal disorder ("bowel disorders"), nausea ("nausea"), dizziness ("dizziness"), constipation ("chronic constipation"), rhinitis ("permanent rhinitis"), memory impairment ("memory and concentration disturbances"), disturbance in attention ("memory and concentration disturbances"), alopecia ("hair loss"), paraesthesia ("tingling in extremities"), bone pain ("deeper pain which gave impression to be bones pain"), visual acuity reduced ("significant alteration of visual acuity"), vision blurred ("blurred vision which was destabilizing"), anaemia ("permanent anemia"), urinary tract infection ("urinary infections"), hyperhidrosis ("unusual excessive sweating"), affect lability ("emotional instability"), loss of libido ("loss of libido"), general physical health deterioration ("deterioration of health status"), intervertebral disc protrusion ("disc herniation posterior, paramedian and lateral left l4-l5"), abdominal pain upper ("intermittent epigastric pain"), affective disorder ("mood disorders") and decreased appetite ("anorexia") and was found to have weight increased ("weight gain"). The patient was treated with benzalkonium chloride (ovules pharmatex), fluticasone propionate;salmeterol xinafoate (seretide discus), ibuprofen;pseudoephedrine hydrochloride (rhinadvil), metronidazole (flagyl), oxycodone hydrochloride (oxycontin), proton pump inhibitors and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the dyspnoea, pruritus, gastrointestinal disorder, gastrointestinal motility disorder, constipation and asthenia had resolved. In (B)(6) 2016, the abdominal pain, dysmenorrhoea, dyspareunia, fibromyalgia, bone pain, abdominal pain upper and chest pain had resolved. At the time of the report, the back pain, menorrhagia, vulvovaginal burning sensation, arthralgia, musculoskeletal pain, neck pain, weight increased, osteoarthritis, general physical health deterioration and affective disorder had resolved, the last episode of respiratory failure, memory impairment and disturbance in attention was resolving and the vaginal discharge, nausea, dizziness, rhinitis, alopecia, paraesthesia, visual acuity reduced, vision blurred, anaemia, urinary tract infection, hyperhidrosis, affect lability, loss of libido, intervertebral disc protrusion, rectal haemorrhage and decreased appetite outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, affect lability, affective disorder, alopecia, anaemia, arthralgia, asthenia, back pain, bone pain, chest pain, constipation, decreased appetite, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fibromyalgia, gastrointestinal disorder, gastrointestinal motility disorder, general physical health deterioration, hyperhidrosis, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, musculoskeletal pain, nausea, neck pain, osteoarthritis, paraesthesia, pruritus, rectal haemorrhage, rhinitis, urinary tract infection, vaginal discharge, vision blurred, visual acuity reduced, vulvovaginal burning sensation, weight increased, the first episode of respiratory failure and the second episode of respiratory failure to be related to essure. The reporter commented: essure was inserted under general anaesthesia. Placement of essure system, one insert in each uterine tube with no difficulties. Three trailing spires on right and five on left. The patient reported that, since placement of the essure inserts, she had experienced major asthenia, weight gain, respiratory difficulties and disturbances of bowel motility. She was seen again at a visit 2 weeks after her laparoscopic hysterectomy. She was feeling much better from a general standpoint and was no longer tired and had no pain apart from the umbilical scar. The concomitant drug lamaline [caffeine;papaver somniferum latex;paracetamol] was also used. Since the salpingectomy, with removal of the inserts, the patient sleeps well, is no longer constipated, no longer has itching, and breathes perfectly well. The dyspnea had probably an allergic origin, according to the physician. Causal relationship with essure was quite very pertinent for the consumer. According to a medical expertise, the hysterectomy was appropriate for gynecologycal disorders but not for general or hormonal disorders. No causal relationship between general and gynecological symptoms of the patient and essure implants. Symptoms were due to hormonal phase of pre-menopause (physiological status several years before the menopause). Regarding the psychological symptoms, concomitant life events and the hormonal status could explained the patient health status described by the patient. All these symtoms were not related to essure, despite the chronology of their onset. Diagnostic results (normal ranges are provided in parenthesis if available): blood gases - in (B)(6) 2015: acute alveolar hyperventilation. Chest x-ray - in (B)(6) 2015: no anomaly. Colonoscopy - on (B)(6) 2015: no progressive lesions detected. Electrocardiogram - in (B)(6) 2015: no anomaly. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: cardial incompetence but no oesophagitis or superimposed lesion; on (B)(6) 2015: no lesion. Histology - on (B)(6) 2016: after essure removal: simple endometrial hyperplasia, no atypical cells, no malignancy. Hysterosalpingogram - on (B)(6) 2016: inserts in place, minimal simple hyperplasia, no signs of submucosal fibroids, uterine tubes are not opacified, inserts in place. Smear cervix - on (B)(6) 2016: moderately inflammatory sample, no intraepithelial lesion or suspect signs of malignancy. Ultrasound scan - on (B)(6) 2016: results: no anomaly. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician, physician, physician, physician, physician, physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-apr-2019: information received from lawyer: report of medical expertise dated (B)(6) 2019- physician considered the events not related to essure devices. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4)) on 12-aug-2016. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck) /only active when on oxycontin / incapable of moving around without pain / stopped sports"), menorrhagia ("menstrual cycles became longer (one month) and hemorrhagic with significant clots / peri-menopausal menometrorrhagia"), the first episode of respiratory failure ("respiratory decompensation"), the second episode of respiratory failure ("respiratory decompensation"), arthralgia ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, strong joint pain in left wrist) / no able to move without pain") and rectal haemorrhage ("rectorrhagia") in a 44-year-old female patient who had essure (batch no. A50509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, delivery (first child (female)) in 1996, delivery (second child (male, weight 4.91 kg)) in 2005, gestational diabetes, polycystic ovarian syndrome, oligomenorrhea (irregular menstrual periods (long cycles: 10 weeks)), overweight (since childhood), hirsutism, weight loss in 2003, chronic lumbago, lumbar disc herniation (2 herniated discs, l3-l4 and l4-l5), non-insulin-dependent diabetes mellitus, gastric ulcer, abdominoplasty, tobacco user and leg operation. Non known allergy prior to essure placement. Previously administered products included for contraception: iud; for polycystic ovarian syndrome: androcur. Past adverse reactions to the above products included device intolerance with iud. Concurrent conditions included multiple allergies (to dust; animal dander; skin allergy to formaldehyde and preservatives), haemorrhoids and rhinitis. Family history included respiratory failure (mother), asthma (father and sister) and uterine cancer (aunt). Concomitant products included metformin (metformine) and metformin hydrochloride (glucophage) for polycystic ovarian syndrome as well as caffeine;papaver somniferum latex;paracetamol (lamaline). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspnoea ("respiratory difficulties / breathlessness"), gastrointestinal motility disorder ("transit disorder, disturbances of bowel motility / irregular transit") and asthenia ("she had no energy / asthenia +++ / major asthenia"). In (B)(6) 2013, the patient experienced osteoarthritis ("osteoarthritis flare up"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of respiratory failure (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), musculoskeletal pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, buttock)") and neck pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"). In (B)(6) 2015, the patient experienced vulvovaginal burning sensation ("vulvar burning"). In (B)(6) 2015, the patient experienced the second episode of respiratory failure (seriousness criteria hospitalization and medically significant) with dyspnoea, hyperventilation and allergic respiratory symptom and chest pain ("chest pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain intensified during menstrual cycles"), dyspareunia ("significant pain during intercourses"), pruritus ("itching"), vaginal discharge ("significant and ill-smelling discharges between menstrual cycles"), fibromyalgia ("fibromyalgia-like pain"), gastrointestinal disorder ("bowel disorders"), nausea ("nausea"), dizziness ("dizziness"), constipation ("chronic constipation"), rhinitis ("permanent rhinitis"), memory impairment ("memory and concentration disturbances"), disturbance in attention ("memory and concentration disturbances"), alopecia ("hair loss"), paraesthesia ("tingling in extremities"), bone pain ("deeper pain which gave impression to be bones pain"), visual acuity reduced ("significant alteration of visual acuity"), vision blurred ("blurred vision which was destabilizing"), anaemia ("permanent anemia"), urinary tract infection ("urinary infections"), hyperhidrosis ("unusual excessive sweating"), affect lability ("emotional instability"), loss of libido ("loss of libido"), general physical health deterioration ("deterioration of health status"), intervertebral disc protrusion ("disc herniation posterior, paramedian and lateral left l4-l5"), abdominal pain upper ("intermittent epigastric pain"), affective disorder ("mood disorders") and decreased appetite ("anorexia") and was found to have weight increased ("weight gain"). The patient was treated with benzalkonium chloride (ovules pharmatex), fluticasone propionate;salmeterol xinafoate (seretide discus), ibuprofen;pseudoephedrine hydrochloride (rhinadvil), metronidazole (flagyl), oxycodone hydrochloride (oxycontin), proton pump inhibitors and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the dyspnoea, pruritus, gastrointestinal disorder, gastrointestinal motility disorder, constipation and asthenia had resolved. In (B)(6) 2016, the abdominal pain, dysmenorrhoea, dyspareunia, fibromyalgia, bone pain, abdominal pain upper and chest pain had resolved. At the time of the report, the back pain, menorrhagia, vulvovaginal burning sensation, arthralgia, musculoskeletal pain, neck pain, weight increased, osteoarthritis, general physical health deterioration and affective disorder had resolved, the last episode of respiratory failure, memory impairment and disturbance in attention was resolving and the vaginal discharge, nausea, dizziness, rhinitis, alopecia, paraesthesia, visual acuity reduced, vision blurred, anaemia, urinary tract infection, hyperhidrosis, affect lability, loss of libido, intervertebral disc protrusion, rectal haemorrhage and decreased appetite outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, affect lability, affective disorder, alopecia, anaemia, arthralgia, asthenia, back pain, bone pain, chest pain, constipation, decreased appetite, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fibromyalgia, gastrointestinal disorder, gastrointestinal motility disorder, general physical health deterioration, hyperhidrosis, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, musculoskeletal pain, nausea, neck pain, osteoarthritis, paraesthesia, pruritus, rectal haemorrhage, rhinitis, urinary tract infection, vaginal discharge, vision blurred, visual acuity reduced, vulvovaginal burning sensation, weight increased, the first episode of respiratory failure and the second episode of respiratory failure to be related to essure. The reporter commented: essure was inserted under general anaesthesia. Placement of essure system, one insert in each uterine tube with no difficulties. Three trailing spires on right and five on left. The patient reported that, since placement of the essure inserts, she had experienced major asthenia, weight gain, respiratory difficulties and disturbances of bowel motility. She was seen again at a visit 2 weeks after her laparoscopic hysterectomy. She was feeling much better from a general standpoint and was no longer tired and had no pain apart from the umbilical scar. Since the salpingectomy, with removal of the inserts, the patient sleeps well, is no longer constipated, no longer has itching, and breathes perfectly well. The dyspnea had probably an allergic origin, according to the physician. Causal relationship with essure was quite very pertinent for the consumer. Diagnostic results (normal ranges are provided in parenthesis if available): blood gases - in (B)(6) 2015: acute alveolar hyperventilation. Chest x-ray - in (B)(6) 2015: no anomaly. Colonoscopy - on (B)(6) 2015: no progressive lesions detected. Electrocardiogram - in (B)(6) 2015: no anomaly. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: cardial incompetence but no oesophagitis or superimposed lesion; on (B)(6) 2015: no lesion. Histology - on (B)(6) 2016: after essure removal: simple endometrial hyperplasia, no atypical cells, no malignancy. Hysterosalpingogram - on (B)(6) 2016: inserts in place, minimal simple hyperplasia, no signs of submucosal fibroids, uterine tubes are not opacified, inserts in place. Smear cervix - on (B)(6) 2016: moderately inflammatory sample, no intraepithelial lesion or suspect signs of malignancy. Ultrasound scan - on (B)(6) 2016: results: no anomaly. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician, physician, physician, physician, physician, physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: the following adverse event was additionally reported: ¿respiratory difficulties¿. New reporter (lawyer) was added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck) /only active when on oxycontin / incapable of moving around without pain / stopped sports'), menorrhagia ('menstrual cycles became longer (one month) and hemorrhagic with significant clots / peri-menopausal menometrorrhagia'), arthralgia ('unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, strong joint pain in left wrist) / no able to move without pain'), rectal haemorrhage ('rectorrhagia') and multiple episodes of respiratory failure ('respiratory decompensation') in a 44-year-old female patient who had essure (batch no. A50509) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (second child (male, weight 4.91 kg)) in 2005, weight loss in 2003, delivery (first child (female), first delivery was on (B)(6) 1990) in 1996, parity 3, gestational diabetes, polycystic ovarian syndrome, oligomenorrhea (irregular menstrual periods (long cycles: 10 weeks)), overweight (since childhood), hirsutism, chronic lumbago, lumbar disc herniation (2 herniated discs, l3-l4 and l4-l5), non-insulin-dependent diabetes mellitus, gastric ulcer, abdominoplasty, tobacco user (30 pack-years weaned in 2015), leg operation, alcohol use and mastopathy. Non known allergy prior to essure placement. Previously administered products included for contraception: iud; for polycystic ovarian syndrome: androcur. Past adverse reactions to the above products included device intolerance with iud. Concurrent conditions included multiple allergies (to dust; animal dander; skin allergy to formaldehyde and preservatives), haemorrhoids and rhinitis. Family history included respiratory failure (mother), asthma (father and sister), uterine cancer (aunt), ischemic heart disease (mother), peripheral arterial occlusive disease (mother) and peripheral artery stent insertion (sudden death of the patient¿s mother after the placement of iliac stent). Concomitant products included metformin (metformin) and metformin hydrochloride (glucophage) for polycystic ovarian syndrome. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspnoea ("respiratory difficulties / breathlessness a few months after placement"), gastrointestinal motility disorder ("transit disorder, disturbances of bowel motility / irregular transit") and asthenia ("she had no energy/ asthenia +++/ major asthenia/ intense asthenia a few months after placement"). In (B)(6) 2013, the patient experienced osteoarthritis ("osteoarthritis flare up / ostheoartritis flare-up a few months after placement"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of respiratory failure (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), shoulder pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, buttock)") and neck pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"). In 2014, the patient experienced rhinorrhoea ("rhinorrhea"). In (B)(6) 2015, the patient experienced vulvovaginal burning sensation ("vulvar burning"). In (B)(6) 2015, the patient experienced the second episode of respiratory failure (seriousness criteria hospitalization and medically significant) with dyspnoea, hyperventilation and allergic respiratory symptom and chest pain ("chest pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain intensified during menstrual cycles"), dyspareunia ("significant pain during intercourses"), pruritus ("itching"), vaginal discharge ("significant and ill-smelling discharges between menstrual cycles"), fibromyalgia ("fibromyalgia-like pain"), gastrointestinal disorder ("bowel disorders"), nausea ("nausea"), dizziness ("dizziness"), constipation ("chronic constipation"), rhinitis ("permanent rhinitis"), memory impairment ("memory and concentration disturbances"), disturbance in attention ("memory and concentration disturbances"), alopecia ("hair loss"), paraesthesia ("tingling in extremities"), bone pain ("deeper pain which gave impression to be bones pain"), visual acuity reduced ("significant alteration of visual acuity"), vision blurred ("blurred vision which was destabilizing"), anaemia ("permanent anemia"), urinary tract infection ("urinary infections"), hyperhidrosis ("unusual excessive sweating"), affect lability ("emotional instability"), loss of libido ("loss of libido"), general physical health deterioration ("deterioration of health status"), intervertebral disc protrusion ("disc herniation posterior, paramedian and lateral left l4-l5"), abdominal pain upper ("intermittent epigastric pain"), affective disorder ("mood disorders"), decreased appetite ("anorexia") and buttock pain ("buttock pains a few months after placement") and was found to have weight increased ("weight gain"). The patient was treated with benzalkonium chloride (ovules pharmatex), fluticasone propionate;salmeterol xinafoate (seretide discus), ibuprofen;pseudoephedrine hydrochloride (rhinadvil), metronidazole (flagyl), oxycodone hydrochloride (oxycontin), proton pump inhibitors and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the dyspnoea, pruritus, gastrointestinal disorder, gastrointestinal motility disorder, constipation and asthenia had resolved. In (B)(6) 2016, the abdominal pain, dysmenorrhoea, dyspareunia, fibromyalgia, bone pain, abdominal pain upper and chest pain had resolved. At the time of the report, the back pain, menorrhagia, vulvovaginal burning sensation, arthralgia, shoulder pain, neck pain, weight increased, osteoarthritis, general physical health deterioration and affective disorder had resolved, the last episode of respiratory failure, memory impairment and disturbance in attention was resolving and the vaginal discharge, nausea, dizziness, rhinitis, alopecia, paraesthesia, visual acuity reduced, vision blurred, anaemia, urinary tract infection, hyperhidrosis, affect lability, loss of libido, intervertebral disc protrusion, rectal haemorrhage, decreased appetite, buttock pain and rhinorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, affect lability, affective disorder, alopecia, anaemia, arthralgia, asthenia, back pain, bone pain, chest pain, constipation, decreased appetite, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fibromyalgia, gastrointestinal disorder, gastrointestinal motility disorder, general physical health deterioration, hyperhidrosis, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, nausea, neck pain, osteoarthritis, paraesthesia, pruritus, rectal haemorrhage, rhinitis, rhinorrhoea, shoulder pain, urinary tract infection, vaginal discharge, vision blurred, visual acuity reduced, vulvovaginal burning sensation, weight increased, the first episode of respiratory failure and the second episode of respiratory failure to be related to essure. The reporter provided no causality assessment for buttock pain with essure. The reporter commented: essure was inserted under general anaesthesia. Placement of essure system, one insert in each uterine tube with no difficulties. Three trailing spires on right and five on left. The patient reported that, since placement of the essure inserts, she had experienced major asthenia, weight gain, respiratory difficulties and disturbances of bowel motility. She was seen again at a visit 2 weeks after her laparoscopic hysterectomy. She was feeling much better from a general standpoint and was no longer tired and had no pain apart from the umbilical scar. The concomitant drug lamaline [caffeine;papaver somniferum latex;paracetamol] was also used. Since the salpingectomy, with removal of the inserts, the patient sleeps well, is no longer constipated, no longer has itching, and breathes perfectly well. The dyspnea had probably an allergic origin, according to the physician. Causal relationship with essure was quite very pertinent for the consumer. According to a medical expertise, the hysterectomy was appropriate for gynecological disorders but not for general or hormonal disorders. No causal relationship between general and gynecological symptoms of the patient and essure implants. Symptoms were due to hormonal phase of pre-menopause (physiological status several years before the menopause). Regarding the psychological symptoms, concomitant life events and the hormonal status could explained the patient health status described by the patient. All these symptoms were not related to essure, despite the chronology of their onset. Discrepant start date of therapy ((B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): blood gases - in (B)(6) 2015: acute alveolar hyperventilation. Chest x-ray - in (B)(6) 2015: no anomaly. Colonoscopy - on (B)(6) 2015: no progressive lesions detected. Electrocardiogram - in (B)(6) 2015: no anomaly. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: cardial incompetence but no oesophagitis or superimposed lesion; on (B)(6) 2015: no lesion. Histology - on (B)(6) 2016: after essure removal: simple endometrial hyperplasia, no atypical cells, no malignancy. Hysterosalpingogram - on (B)(6)2016: inserts in place, minimal simple hyperplasia, no signs of submucosal fibroids, uterine tubes are not opacified, inserts in place. Smear cervix - on (B)(6) 2016: moderately inflammatory sample, no intraepithelial lesion or suspect signs of malignancy. Ultrasound scan - on (B)(6) 2016: results: no anomaly. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the physician, physician, physician, physician, physician, physician or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information received from lawyer: final expertise report: patient¿s height provide; ¿rhinorrhea¿ was added as event; medical history and family history added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: r1607487) on (B)(6) 2016. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck) /only active when on oxycontin / incapable of moving around without pain / stopped sports'), menorrhagia ('menstrual cycles became longer (one month) and hemorrhagic with significant clots / peri-menopausal menometrorrhagia'), arthralgia ('unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, strong joint pain in left wrist) / no able to move without pain'), rectal haemorrhage ('rectorrhagia') and multiple episodes of respiratory failure ('respiratory decompensation') in a 44-year-old female patient who had essure (batch no. A50509) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (second child (male, weight 4.91 kg)) in 2005, weight loss in 2003, polycystic ovarian syndrome in 2003, delivery (first child (female), first delivery was on (B)(6) 1990) in 1996, parity 3, gestational diabetes, oligomenorrhea (irregular menstrual periods (long cycles: 10 weeks)), overweight (since childhood), hirsutism, chronic lumbago, lumbar disc herniation (2 herniated discs, l3-l4 and l4-l5), non-insulin-dependent diabetes mellitus, gastric ulcer, abdominoplasty, tobacco user (30 pack-years weaned in 2015), leg operation, alcohol use, mastopathy, thyroid nodular and pruritus. Non known allergy prior to essure placement. No spontaneous abortion and no elective abortion. Patient had regular menstruations. Previously administered products included for contraception: iud; for polycystic ovarian syndrome: androcur; for an unreported indication: varnoline, copper iud, luteran, adepal and minidril. Past adverse reactions to the above products included device intolerance with iud; and metrorrhagia with copper iud. Concurrent conditions included multiple allergies (to dust; animal dander; skin allergy to formaldehyde and preservatives), haemorrhoids and rhinitis. Family history included respiratory failure (mother), asthma (father and sister), uterine cancer (aunt), ischemic heart disease (mother), peripheral arterial occlusive disease (mother) and peripheral artery stent insertion (sudden death of the patient¿s mother after the placement of iliac stent). Concomitant products included metformin (metformine) and metformin hydrochloride (glucophage) for polycystic ovarian syndrome. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced dyspnoea ("respiratory difficulties / breathlessness a few months after placement"), gastrointestinal motility disorder ("transit disorder, disturbances of bowel motility / irregular transit") and asthenia ("she had no energy/ asthenia +++/ major asthenia/ intense asthenia a few months after placement"). In november 2013, the patient experienced osteoarthritis ("osteoarthritis flare up / ostheoartritis flare-up a few months after placement"). In december 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of respiratory failure (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), shoulder pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, buttock)") and neck pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"). In 2014, the patient experienced rhinorrhoea ("rhinorrhea"). In april 2015, the patient experienced vulvovaginal burning sensation ("vulvar burning"). In august 2015, the patient experienced the second episode of respiratory failure (seriousness criteria hospitalization and medically significant) with dyspnoea, hyperventilation and allergic respiratory symptom and chest pain ("chest pain"). In november 2015, the patient experienced abdominal pain ("abdominal pain") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain intensified during menstrual cycles"), dyspareunia ("significant pain during intercourses"), pruritus ("itching"), vaginal discharge ("significant and ill-smelling discharges between menstrual cycles"), fibromyalgia ("fibromyalgia-like pain"), gastrointestinal disorder ("bowel disorders"), nausea ("nausea"), dizziness ("dizziness"), constipation ("chronic constipation"), rhinitis ("permanent rhinitis"), memory impairment ("memory and concentration disturbances"), disturbance in attention ("memory and concentration disturbances"), alopecia ("hair loss"), paraesthesia ("tingling in extremities"), bone pain ("deeper pain which gave impression to be bones pain"), visual acuity reduced ("significant alteration of visual acuity"), vision blurred ("blurred vision which was destabilizing"), anaemia ("permanent anemia"), urinary tract infection ("urinary infections"), hyperhidrosis ("unusual excessive sweating"), affect lability ("emotional instability"), loss of libido ("loss of libido"), general physical health deterioration ("deterioration of health status"), intervertebral disc protrusion ("disc herniation posterior, paramedian and lateral left l4-l5"), abdominal pain upper ("intermittent epigastric pain"), affective disorder ("mood disorders"), decreased appetite ("anorexia"), buttock pain ("buttock pains a few months after placement"), sleep disorder ("sleep disorders") and abulia ("aboulia") and was found to have weight increased ("weight gain"). The patient was treated with benzalkonium chloride (ovules pharmatex), fluticasone propionate;salmeterol xinafoate (seretide discus), ibuprofen;pseudoephedrine hydrochloride (rhinadvil), metronidazole (flagyl), oxycodone hydrochloride (oxycontin), proton pump inhibitors and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the dyspnoea, pruritus, gastrointestinal disorder, gastrointestinal motility disorder, constipation and asthenia had resolved. In august 2016, the abdominal pain, dysmenorrhoea, dyspareunia, fibromyalgia, bone pain, abdominal pain upper and chest pain had resolved. At the time of the report, the back pain, menorrhagia, vulvovaginal burning sensation, arthralgia, shoulder pain, neck pain, weight increased, osteoarthritis, general physical health deterioration and affective disorder had resolved, the last episode of respiratory failure, memory impairment and disturbance in attention was resolving and the vaginal discharge, nausea, dizziness, rhinitis, alopecia, paraesthesia, visual acuity reduced, vision blurred, anaemia, urinary tract infection, hyperhidrosis, affect lability, loss of libido, intervertebral disc protrusion, rectal haemorrhage, decreased appetite, buttock pain, rhinorrhoea, sleep disorder and abulia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, abulia, affect lability, affective disorder, alopecia, anaemia, arthralgia, asthenia, back pain, bone pain, chest pain, constipation, decreased appetite, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fibromyalgia, gastrointestinal disorder, gastrointestinal motility disorder, general physical health deterioration, hyperhidrosis, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, nausea, neck pain, osteoarthritis, paraesthesia, pruritus, rectal haemorrhage, rhinitis, rhinorrhoea, shoulder pain, sleep disorder, urinary tract infection, vaginal discharge, vision blurred, visual acuity reduced, vulvovaginal burning sensation, weight increased, the first episode of respiratory failure and the second episode of respiratory failure to be related to essure. The reporter provided no causality assessment for buttock pain with essure. The reporter commented: essure was inserted under general anaesthesia. Placement of essure system, one insert in each uterine tube with no difficulties. Three trailing spires on right and five on left. The patient reported that, since placement of the essure inserts, she had experienced major asthenia, weight gain, respiratory difficulties and disturbances of bowel motility. She was seen again at a visit 2 weeks after her laparoscopic hysterectomy. She was feeling much better from a general standpoint and was no longer tired and had no pain apart from the umbilical scar. The concomitant drug lamaline [caffeine;papaver somniferum latex;paracetamol] was also used. Since the salpingectomy, with removal of the inserts, the patient sleeps well, is no longer constipated, no longer has itching, and breathes perfectly well. The dyspnea had probably an allergic origin, according to the physician. Causal relationship with essure was quite very pertinent for the consumer. The patient request an hysterectomy and refused gynecological treatments. According to the clinical examination, no lesion, no sequelae, no disease after the removal of essure and hysterectomy. According to a medical expertise, the hysterectomy was appropriate for gynecological disorders but not for general or hormonal disorders. No causal relationship between general and gynecological symptoms of the patient and essure implants. Symptoms were due to hormonal phase of pre-menopause (physiological status several years before the menopause). Regarding the psychological symptoms, concomitant life events and the hormonal status could explained the patient health status described by the patient. All these symptoms were not related to essure, despite the chronology of their onset. Discrepant start date of therapy (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): blood gases - in august 2015: acute alveolar hyperventilation. Chest x-ray - in august 2015: no anomaly. Colonoscopy - on (B)(6) 2015: no progressive lesions detected. Electrocardiogram - in august 2015: no anomaly. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: cardial incompetence but no oesophagitis or superimposed lesion; on (B)(6) 2015: no lesion. Histology - on (B)(6) 2016: after essure removal: simple endometrial hyperplasia, no atypical cells, no malignancy. Hysterosalpingogram - on (B)(6) 2016: inserts in place, minimal simple hyperplasia, no signs of submucosal fibroids, uterine tubes are not opacified, inserts in place. Smear cervix - on (B)(6) 2016: moderately inflammatory sample, no intraepithelial lesion or suspect signs of malignancy. Ultrasound scan - on (B)(6) 2016: results: no anomaly. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the physician, physician, physician, physician, physician, physician or lawyer is not possible. Amendment: the report was amended for the following reason: after internal review medical history and historical drugs were updated (thyroid nodules, regular menstruations, no spontaneous abortion, no elective abortion; copper iud, adepal, minidril, varnoline and luteran) and events (aboulia and sleep disorders) were added. The patient requested an hysterectomy and refused gynecological treatments. According to the clinical examination, no lesion, no sequelae, no disease after the removal of essure and hysterectomy. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 08-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). Lot number: a50509; manufacturing date: sep-2012; expiration date: sep-2015. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 276 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Eight months later, she had a respiratory decompensation (respiratory failure). Around two years after insertion she had a second episode and was hospitalized. Her menstrual cycles became longer and more abundant with significant clots (menorrhagia). She underwent a hysterectomy around 3 years after essure insertion and noticed a significant improvement of respiratory capacity. Menorrhagia is listed while respiratory failures are unlisted in the reference safety information for essure. Considering that essure therapy may cause change in bleeding patterns and that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Respiratory failures can arise from an abnormality in any of the components of the respiratory system, including the airways, alveoli, central nervous system (cns), peripheral nervous system, respiratory muscles, and chest wall. Although in this case, the cause of respiratory failure was not provided, given the localized mechanical action in the fallopian tubes, it is unlikely that essure would affect any of these components and therefore, it is unlikely that it could contribute to the development of this event. This case is regarded as incident since device removal was required (implied). According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained since no contact details were provided.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4)) on 12-aug-2016. The most recent information was received on 18-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual cycles became longer (one month) and hemorrhagic with significant clots"), the first episode of respiratory failure ("respiratory decompensation"), the second episode of respiratory failure ("respiratory decompensation"), arthralgia ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, strong joint pain in left wrist) / no able to move without pain") and rectal haemorrhage ("rectorrhagia") in an adult female patient who had essure (batch no. A50509) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, hirsutism and polycystic ovarian syndrome. Non known allergy prior to essure placement. Previously administered products included for an unreported indication: glucophage (metformin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of respiratory failure (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced the second episode of respiratory failure (seriousness criteria hospitalization and medically significant) with dyspnoea, alveolar aeration excessive and allergic respiratory symptom. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("pain intensified during menstrual cycles"), dyspareunia ("significant pain during intercourses"), back pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"), pruritus ("itching"), fibromyalgia ("fibromyalgia-like pain"), arthralgia (seriousness criterion medically significant), musculoskeletal pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, buttock)"), neck pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"), vaginal discharge ("significant and ill-smelling discharges between menstrual cycles"), chest pain ("thoracic pain"), gastrointestinal disorder ("bowel disorders"), nausea ("nausea"), dizziness ("dizziness"), constipation ("chronic constipation"), rhinitis ("permanent rhinitis"), memory impairment ("memory and concentration disturbances"), disturbance in attention ("memory and concentration disturbances"), asthenia ("she had no energy / asthenia +++"), alopecia ("hair loss"), paraesthesia ("tingling in extremities"), bone pain ("deeper pain which gave impression to be bones pain"), visual acuity reduced ("significant alteration of visual acuity"), vision blurred ("blurred vision which was destabilizing"), anaemia ("permanent anemia"), urinary tract infection ("urinary infections"), hyperhidrosis ("unusual excessive sweating"), affect lability ("emotional instability"), loss of libido ("loss of libido"), weight increased ("weight gain"), gastrointestinal motility disorder ("transit disorder"), osteoarthritis ("osteoarthritis flare up"), vulvovaginal burning sensation ("vulvar burning"), general physical health deterioration ("deterioration of health status"), intervertebral disc protrusion ("disc herniation posterior, paramedian and lateral left l4-l5"), rectal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("intermittent epigastric pain") and affective disorder ("mood disorders"). The patient was treated with oxycodone hydrochloride (oxycontin), co-advil (rhinadvil), benzalkonium chloride (ovules pharmatex), galenic /fluticasone/salmeterol/ (seretide diskus) and surgery (hysterectomy associated with a salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, asthenia, weight increased, gastrointestinal motility disorder, osteoarthritis, vulvovaginal burning sensation and affective disorder had resolved, the last episode of respiratory failure was resolving and the abdominal pain, dysmenorrhoea, dyspareunia, back pain, pruritus, fibromyalgia, arthralgia, musculoskeletal pain, neck pain, vaginal discharge, chest pain, gastrointestinal disorder, nausea, dizziness, constipation, rhinitis, memory impairment, disturbance in attention, alopecia, paraesthesia, bone pain, visual acuity reduced, vision blurred, anaemia, urinary tract infection, hyperhidrosis, affect lability, loss of libido, general physical health deterioration, intervertebral disc protrusion, rectal haemorrhage and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, affect lability, affective disorder, alopecia, anaemia, arthralgia, asthenia, back pain, bone pain, chest pain, constipation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fibromyalgia, gastrointestinal disorder, gastrointestinal motility disorder, general physical health deterioration, hyperhidrosis, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, musculoskeletal pain, nausea, neck pain, osteoarthritis, paraesthesia, pruritus, rectal haemorrhage, rhinitis, urinary tract infection, vaginal discharge, vision blurred, visual acuity reduced, vulvovaginal burning sensation, weight increased, the first episode of respiratory failure and the second episode of respiratory failure to be related to essure. The reporter commented: essure insertion report mentioned : 3 coils visualized on the right side and 5 coils on the left side. The dyspnea had probably an allergic origin, according to the physician. Causal relationship with essure was quite very pertinent for the consumer. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - in (B)(6) 2015: no anomaly. Electrocardiogram - in (B)(6) 2015: no anomaly. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: no lesion. Histology - on (B)(6) 2016: no findings after essure removal. Hysterosalpingogram - on (B)(6) 2016: minimal hyperplasia (no fibroma). Ultrasound scan - on (B)(6) 2016: no anomaly . (B)(6) 2015 : blood gas found acute alveolar hyperventilation. (B)(6) 2016 : smear found moderate inflammation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): menorrhagia: 890 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: a50509; manufacturing date: sep-2012; expiration date: sep-2015. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-apr-2018: after internal review, narrative was amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4) ) on 12-aug-2016. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual cycles became longer (one month) and hemorrhagic with significant clots / peri-menopausal menometrorrhagia"), the first episode of respiratory failure ("respiratory decompensation"), the second episode of respiratory failure ("respiratory decompensation"), arthralgia ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, strong joint pain in left wrist) / no able to move without pain") and rectal haemorrhage ("rectorrhagia") in a 44-year-old female patient who had essure (batch no. A50509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, delivery in 1996, delivery in 2005, gestational diabetes, polycystic ovarian syndrome, menstrual cycle prolonged, overweight (since childhood), hirsutism, weight loss in 2003, lumbar pain, lumbar disc herniation, non-insulin-dependent diabetes mellitus, gastric ulcer, abdominoplasty, tobacco user and leg operation. Non known allergy prior to essure placement. Previously administered products included for contraception: iud; for polycystic ovarian syndrome: androcur. Past adverse reactions to the above products included device intolerance with iud. Concurrent conditions included multiple allergies, haemorrhoids and rhinitis. Family history included respiratory failure (mother), asthma (father and sister) and uterine cancer (aunt). Concomitant products included metformin (glucophage) and metformin hydrochloride (metformine) for polycystic ovarian syndrome as well as lamaline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced osteoarthritis ("osteoarthritis flare up"). In (B)(6) 2013, the patient experienced the first episode of respiratory failure (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vulvovaginal burning sensation ("vulvar burning"). In (B)(6) 2015, the patient experienced the second episode of respiratory failure (seriousness criteria hospitalization and medically significant) with dyspnoea, hyperventilation and allergic respiratory symptom and chest pain ("chest pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and rectal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain intensified during menstrual cycles"), dyspareunia ("significant pain during intercourses"), back pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"), pruritus ("itching"), fibromyalgia ("fibromyalgia-like pain"), arthralgia (seriousness criterion medically significant), musculoskeletal pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck, buttock)"), neck pain ("unbearable diffuse and significant pain (in low back, lumbar, hips, shoulders, neck)"), vaginal discharge ("significant and ill-smelling discharges between menstrual cycles"), gastrointestinal disorder ("bowel disorders"), nausea ("nausea"), dizziness ("dizziness"), constipation ("chronic constipation"), rhinitis ("permanent rhinitis"), memory impairment ("memory and concentration disturbances"), disturbance in attention ("memory and concentration disturbances"), asthenia ("she had no energy / asthenia +++"), alopecia ("hair loss"), paraesthesia ("tingling in extremities"), bone pain ("deeper pain which gave impression to be bones pain"), visual acuity reduced ("significant alteration of visual acuity"), vision blurred ("blurred vision which was destabilizing"), anaemia ("permanent anemia"), urinary tract infection ("urinary infections"), hyperhidrosis ("unusual excessive sweating"), affect lability ("emotional instability"), loss of libido ("loss of libido"), weight increased ("weight gain"), gastrointestinal motility disorder ("transit disorder"), general physical health deterioration ("deterioration of health status"), intervertebral disc protrusion ("disc herniation posterior, paramedian and lateral left l4-l5"), abdominal pain upper ("intermittent epigastric pain"), affective disorder ("mood disorders"), dyspnoea ("breathlessness") and decreased appetite ("anorexia"). The patient was treated with oxycodone hydrochloride (oxycontin), co-advil (rhinadvil), benzalkonium chloride (ovules pharmatex), galenic /fluticasone/salmeterol/ (seretide diskus), metronidazole (flagyl), (gynophilus), (proton-pump inhibitor) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pruritus, gastrointestinal disorder, constipation and dyspnoea had resolved. In (B)(6) 2016, the abdominal pain, dysmenorrhoea, dyspareunia, fibromyalgia, bone pain, abdominal pain upper and chest pain had resolved. At the time of the report, the menorrhagia, asthenia, weight increased, gastrointestinal motility disorder, osteoarthritis, vulvovaginal burning sensation and affective disorder had resolved, the last episode of respiratory failure was resolving and the back pain, arthralgia, musculoskeletal pain, neck pain, nausea, dizziness, rhinitis, memory impairment, disturbance in attention, alopecia, paraesthesia, visual acuity reduced, vision blurred, anaemia, urinary tract infection, hyperhidrosis, affect lability, loss of libido, general physical health deterioration, intervertebral disc protrusion, rectal haemorrhage and decreased appetite outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, affect lability, affective disorder, alopecia, anaemia, arthralgia, asthenia, back pain, bone pain, chest pain, constipation, decreased appetite, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fibromyalgia, gastrointestinal disorder, gastrointestinal motility disorder, general physical health deterioration, hyperhidrosis, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, musculoskeletal pain, nausea, neck pain, osteoarthritis, paraesthesia, pruritus, rectal haemorrhage, rhinitis, urinary tract infection, vaginal discharge, vision blurred, visual acuity reduced, vulvovaginal burning sensation, weight increased, the first episode of respiratory failure and the second episode of respiratory failure to be related to essure. The reporter commented: essure was inserted under general anaesthesia. Placement of essure system, one insert in each uterine tube with no difficulties. Three trailing spires on right and five on left. The patient reported that, since placement of the essure inserts, she had experienced major asthenia, weight gain, respiratory difficulties and disturbances of bowel motility. She was seen again at a visit 2 weeks after her laparoscopic hysterectomy. She was feeling much better from a general standpoint and was no longer tired and had no pain apart from the umbilical scar. Since the salpingectomy, with removal of the inserts, the patient sleeps well, is no longer constipated, no longer has itching and breathes perfectly well. The dyspnea had probably an allergic origin, according to the physician. Causal relationship with essure was quite very pertinent for the consumer. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - in (B)(6) 2015: no anomaly. Colonoscopy - on (B)(6) 2015: no progressive lesions detected. Electrocardiogram - in (B)(6) 2015: no anomaly. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: no lesion. Histology - on (B)(6) 2016: no findings after essure removal hysterosalpingogram - on (B)(6) 2016: inserts in place. Minimal hyperplasia (no fibroma). Ultrasound scan - on (B)(6) 2016: no anomaly. (B)(6) 2015 : blood gas found acute alveolar hyperventilation. (B)(6) 2016 : smear found moderate inflammation. Gastroscopy - which disclosed cardial incompetence but no oesophagitis or superimposed lesion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt: menorrhagia: 916 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: a50509; manufacturing date: sep-2012; expiration date: sep-2015. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the physician, physician, physician, physician, physician or physician is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: outcome for the following ae were provided: abdominal pain; pain intencified during menstrual cycle; pain during intercourse; itching; fibromyalgia-like pain; bowel disorder ; chronic constipation; deeper paingave impression to be bones pain and intermittent epigastric pain.the events: chest pain; breathless and anorexia were addednew reporters (physicians); medical history; essure indication (tubal sterilization); concomitant medication and treatment were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.